Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said their implant never gave them symptom relief and "it never really did anything for [them]". They also said it hasn't worked in the last year and a half and they want to turn the implant off; they aren't getting any signal from the implant. Troubleshooting resolved reported issue. No further patient complications have been reported as a result of this event.